Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
On (B)(6) 2018, the subject device was used during an endoscopic mucosal resection. The intended procedure was completed. On (B)(6) 2018, the doctor found the perforation in the colon. On (B)(6) 2018, the doctor treated the perforation by the open surgery.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, because the subject device was discarded by the user. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record of the same lot as the device was reviewed and found no irregularities. Based on the past similar cases, omsc assumed that the perforation occurred since excessive output time or output repetition was applied to the tissue. The instruction manual of the device has already warned as follows; always operate the electrosurgical unit at the minimum output level and for the minimum time necessary to successfully complete the procedures. Excessive output level and time may result in patient injury, such as punctures, hemorrhages or mucous membrane damage. When applying the current, do not use an excessive amount of conduction. Doing so could cause patient injury such as perforations and/or bleeding. When necessary, provide treatments to prevent perforations or bleeding from occurring after the procedure. Ensure that postoperative follow-ups are performed, and confirm that no abnormalities are found in the patient.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".